Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by pyrexia, cloudy effluent, abdominal pain and vomiting. The pt was not hospitalized for the event. The cause of the peritonitis event was unknown. On the same day as the onset of peritonitis, the pt was treated with vancomycin( 2 grams, stat) ip, ciprofloxicillin (500 mg, oral, twice daily, for 3 weeks) and gentamicin (80 mg, stat) ip for peritonitis. The pt recovered from this peritonitis event. Pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.